Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The analyst commented that there were no anomalies observed on the returned partial lead in segments. All electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was rising slowly and an alert triggered when it rose above 100 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.